Event description:
Patient reported the insulin delivery of the infusion device is inaccurate. Her normal blood glucose is 8-12 mmol/l (144-216 mg/dl). On (B)(6) 2012, her blood glucose was 22.8 mmol/l (410.4 mg/dl) and she did not feel well. She delivered insulin via pen and her blood glucose decreased to 12 mmol/l (216 mg/dl). The infusion device was requested for evaluation. She did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The production reports were reviewed. As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Device was not returned to manufacturer.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.